Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the main board. The main board was replaced to resolve the report. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the device's logs were provided for review. The customer's report was observed during review of the device logs. However, the root cause evaluation cannot be performed without the device or electrode pads. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.